Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor frame had broken and switch 2 did not work. Upon inspection of the customer¿s returned device it was observed, the monitor automatically shuts down when the power is turned on for a few seconds. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the monitor frame had broken and scratches were noted on the lcd screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (device turns on but then shuts off) likely occurred because power was not properly supplied to the device due to a defect of the power switch. However, the cause of the faulty switch could not be identified. Olympus will continue to monitor field performance for this device.